Event description:
It was reported a patient presented to clinic asymptomatic with post paced t wave oversensing on real-time egm. Programming changes were made and the t wave oversensing was no longer seen. Device remains implanted.

Manufacturer narrative:
(B)(4).